Event description:
It was reported during the incoming inspection at (B)(6) warehouse in (B)(6) a team member found crease in the sealing area. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00812, 0001822565 - 2022 - 00814, 0001822565 - 2022 - 00815, 0001822565 - 2022 - 00816, 0001822565 - 2022 - 00817.

Event description:
Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was confirmed due to the review of photos. Visual evaluation of the photo provided identified the crease extended past the seal indicating the pouch had become folded. There is no indication that the seal or sterility is breached. This complaint has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.